Event description:
A user facility reported that an lma connector was missing. This was noticed when the lma was being used in a pt. The lma was replaced with another lma. There was no pt injury or problem. The user facility has returned the lma to the distributor, who will forward it to the MFR for eval.